Event description:
Customer reported receiving an error 2 on her freestyle flash meter. Customer reported experiencing symptoms of weakness, heart palpitations, blurry vision, and loss of coordination. The paramedics were called and the customer was transported to the ER where she was treated with glucose tablets. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report wil be filed once investigation results are available.